Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump boots to the verify with vibratory and audible features. ¿ezprime¿ sequence was successfully completed. The pump was exercised for a 24hr duration period with a 1.0u/hr basal program; no alarms occurred during testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The display screen was observed to have a pinkish contrast. Investigators were unable to duplicate the complaint during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.